Event description:
It was reported that the lead's impedance was less than 200 ohms and that the patient complained of having "hard heart beats occasionally." The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.